Event description:
The baxter field service engineer found potentially damaged batteries while servicing this device. The hosp rep did not know if there were any reports of pt injury or medical intervention. No additional info is available.